Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: during the investigation, the keypad cover was found to be torn. Unrelated to the original complaint, the battery compartment was found to be cracked. The display was found to be dim with reddish text.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the keypad cover was missing/worn. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.